Event description:
Event description guidant received information that during an episode of ventricular fibrillation this implantable cardioverter defibrillator (ICD) exhibited a fault code 01, charge timeout, during the first attempt, but delivered therapy and successfully defibrillated the vfib on the second attempt.